Manufacturer narrative:
Additional findings are as follows: the rubber glue separated on the insertion distal end tube, the light guide rod lens is cracked and chipped, the charged coupled device cover lens has discoloration, the bending tube metal braid, cutting wire, is collapsed or damaged. The connecting tube has a scratch, the suction cylinder nut has paint peeling off, the universal cord has a scratch, the angulation is out of specification, and the angulation is out of play specification. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope air/water channel was clogged. The issue was found during reprocessing. There was no patient involvement. The subject device was received at an olympus service center for evaluation. During inspection and testing, foreign material was found blocking the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.